Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg) and gore® excluder® aaa endoprostheses (contralateral legs). When the gore® excluder® conformable aaa endoprosthesis was delivered and an angiography was performed before it was deployed, the right renal artery was not visible by the angiography. Then, the gore® excluder® conformable aaa endoprosthesis was deployed and three contralateral legs were implanted. An angiography taken after all devices were implanted revealed that the right renal artery was invisible and it was occluded. No treatment was performed to treat the occlusion of the right renal artery. The patient tolerated the procedure. The physician stated that a cause of the right renal artery occlusion might be a plaque shift because a large amount of a parietal thrombus was observed in the vessel that the origin of the renal artery, including the origin of the right renal artery, to the arch aorta. Reportedly, a contrast CT taken on (B)(6) 2024 showed the right renal artery was severe stenosis but it was patent.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: occlusion / stenosis of device or native vessel w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.